Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). During pre-repair assessment performed by a technician, functional testing was performed and revealed the coupling tool side was defective and the device did not couple with attachments. This was attributed to faulty handling. The device was repaired and returned to the customer on (B)(4) 2012. Placeholder.

Event description:
It was reported that the perforator was blocked during surgical procedure. This is report 1 of 1 for complaint #(B)(4).